Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Reported multiple false positive results for 1 patient. Exact number of results unknown. The customer communicated the results were confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unresponsive.